Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were made, and further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed.